Event description:
It was reported that physical damage to the lead could be seen on an x-ray. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged and abraded at 13 cm from the connector pin. The damaged proximal insulation was due to the helix of the atrial lead being fixated into the ventricular lead. The abrasion of the proximal insulation was due to the friction between the leads in the same area. All damages were caused in the field and are not a ressult of deficiency in material or workmanship.